Manufacturer narrative:
Planned revision for a pt with a unicondylar knee implant. Review of device history record indicated that the device was manufactured to specification.

Event description:
Planned revision for a pt with a unicondylar knee implant.